Event description:
The perfusionist reported that during prime, the arterial pump head tubing split. Since this event occurred during prime, there was no pt involvement.

Manufacturer narrative:
A segment of luge tubing was received at sorin group USA for eval of the split in the pump head tubing. A visual inspection found a split in the tubing. Pressure testing did produce a leak. Short segments of the tubing were then isolated for dimensional measurements. All measurements were within specification. The vendor was contacted by the sorin group USA mfg engineering tubing specialist. No processes or material changes in the mfg of the tubing have been made. Twelve tubing segments were pulled from mfg and subjected to a tubing life test to determine structural integrity. No damage or leaks were noted after six hours. Dimensional measurements from the tubing were performed and found to be within specification. Two heart lung packs were pulled from inventory. Tubing from the packs was subjected to the tubing life test and dimensional analysis. No damage or leaks were noted and all measurements were within specification. Unfortunately, laboratory testing could not reproduce the defect. The investigation could not determine the root cause for the tubing failure. The sorin group heart lung instructions for use state that failure to maintain proper occlusion of the roller pump can lead to premature pump head tubing failure, resulting in leaks. The IFU states to use appropriate tubing inserts and to maintain the natural curvature of the tubing when placing it in the raceway. Failure to properly install the pump tubing may result in damaging the tubing.